Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulcers and gastrointestinal hemorrhage are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the routine replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the routine peg tube change, a pyloric ulcer, ulcer of pyloric canal, ulcer of initial part of the bulbus were found. There was no bleeding of the ulcer. On (B)(6) 2020, the patient experienced melena and was hospitalized at the emergency room. After gastroscopy, massive bleeding occurred. At the surgery room, the bleeding could not be stopped, hemorrhagic shock occurred and reanimation was not successful. On (B)(6) 2020, the patient died. On (B)(6) 2020, it was reported that the source of bleeding and melena was peptic ulcer of stomach and pylori.